Manufacturer narrative:
G4: 25apr2020. B4: 28apr2020. The gas delivery system (gds) was returned to the manufacturer for failure analysis. A visual inspection revealed that the o2 sensor was loose. Further visual inspection revealed that the sensor substrate was cracked, rendering the gds non-functional. A known good o2 sensor was replaced in the unit to perform testing. During testing, it was determined that the unit failed due to air flow sensor component (u1) drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:16may2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer run performance verification testing (pvt). The customer ran testing and found that the flow sensor was out of specification. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit would not go into standby and declared a low leak co2 rebreathing risk alarm. There was no patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 16may2019. The customer replaced the flow sensor and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.